Event description:
It was reported that during a procedure using a procise max wand, the device clogged during the coag function. The doctor opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The complaint could not be verified and the root cause could not be determined with confidence as several factors can contribute to the failure. It is possible that the suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wands. Clogging of the wands suction is typically caused by large, ablated tissue remnants. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.